Manufacturer narrative:
On 4/2/2021, it was reported to mentor that the replacement device was mentor memorygel breast implant 500cc. A manufacturing record evaluation was performed for the finished device 6773324 number, and no non-conformances were identified. The serial number was (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the mentor failure analysis lab has received the device for evaluation. On(B)(6) /2021, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 350cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Note: the patient will undergo removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 350cc and suffered from a deflation on the right side. As a result, the patient will undergo removal on (B)(6) 2021.